Manufacturer narrative:
Follow-up #1: date of submission 03/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/21/2017 with the following findings:during investigation, the battery compartment was cracked at the threads above the bumper. Rust/corrosion was found in the battery compartment. The battery cap was stuck to the pump and had to be forcibly removed. The top slot of the battery cap was damaged. A test cap attached to the pump securely but was unable to be fully tightened due to stripped threads. A leak test was performed and failed due to a battery compartment leak. Unrelated to the original complaint, the audio bolus button cover was damaged/punctured but responsive to user input.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment and the battery cap were damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap or compartment.